Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by the end user who stated that the wheels locked when the device encountered a small object on the ground. The abrupt stopping of the wheels caused the user to fall forward over the handlebars. The end user sought emergency medical evaluation for shoulder pain. Further medical testing identified two shoulder tears that will require surgical intervention. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.